Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed the reported missing component. A complaint database search finds no additional reports against the complaint sample product and lot combination. A complaint database search against product code 229435130 did not identify any trend of missing components. The root cause of the missing "o" ring is unknown. The instrument is old (mfg 2009), has been subjected to heavy usage, and exhibits evidence of heavy usage. It is unknown if the heavy usage was a contributing factor to the missing "o" ring component. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Upon setting up for the case, it was realized the rubber ring was missing off of the tray trial.